Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had the power button stuck and also there was no image. The issue occurred during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure power button was stuck was confirmed and there was no image output for the 180 series scopes was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event power button was stuck was cause due to traced to component failure. Since the device malfunction there was no image output was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.